Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a stroke procedure and completed it by using the wireless footswitch, although there was a brief delay in switching from the wired to the wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not functioning. Upon troubleshooting, fse identified that the footswitch was inconsistent and required multiple presses of the pedal to function properly. Fse also observed that the customer was using a large mat that may have made the issue worse. To resolve the issue, the fse replaced the wired foot pedal. The defective wired foot pedal was returned to philips for failure analysis and the cause of the failure was found to be missing anti-split rings. Additionally, it failed the functional test, as the footswitch did not function when the rotating cable at the cable inlet was manipulated, indicating a cable defect. There was a pre-occurrence where the wired footswitch was not functioning, in which fse adjusted the strain relief on the wired footswitch, which was not in the correct position. This misalignment caused damage to the footswitch cable, leading to the reported issue. After replacement of the wired foot pedal, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.